Event description:
Related manufacturer reference number 1627487-2022-02705. It was reported that patient¿s leads were compromised with a fluid discharge that damaged both leads. Infection was ruled out. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.